Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient noticed right away their device was not working and that it was not effective. Patient stated there was something wrong with their device and had it replaced on (B)(6) 2018. It was noted that since it was replaced it has been working. No further complications were reported.